Event description:
CT scans that do not belong to the plan may be used in synergy xvi treatments, as long as they have been acquired during the same session (i.e. A breath hold and a normal scan, or any of the phases in a respiratory correlated CT scan). Because the geometry can be very different in different breathing phases, this can lead to misalignment errors. A patient was misaligned by 2 cm for 11 out of 15 fractions because the wrong scan was imported into synergy xvi, which means that the tumor has been underdosed.

Manufacturer narrative:
Investigation is ongoing in this case. Once the investigation is complete, a follow up report will be provided.